Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening and crease fold. Leak test was performed and identified an opening on anterior. A microscopic analysis was performed which identified a striated edge opening consistent with the use of a surgical tool, and a sharp opening in the anterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on anterior assessed as surgical damage, and a sharp opening assessed as an unidentified (tear) opening.